Manufacturer narrative:
Device evaluation: the geenen devices of unknown lot numbers involved in this complaint were not available for evaluation. With the information provided, a document based investigation was conducted. Documents review including IFU review: as the rpn and lot number is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution of geenen devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions of use (ifu0055-4) which would accompany this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ 49 patients were involved in this study and according to the information 41 received geenen device . There were 1 case of peritonitis following papillectomy and pancreatic duct stent placement, requiring additional procedures. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the endoscopic papillectomy procedure. Summary: complaint is confirmed based on customer testimony. According to the initial reporter, 1 patients had peritonitis requiring additional procedures. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Koyabashi, 2019, geenen stent, the usefulness of wire-guided endoscopic snare papillectomy for tumors of the major duodenal papilla a study of retrospectively examined data from 16 consecutive patients who underwent conventional endoscopic papillectomy (ep) between (B)(6) 1995 and (B)(6) 2005 and from 33 patients in whom wire-guided endoscopic papillectomy (wgep) was first attempted between (B)(6) 2005 and (B)(6) 2017. Pancreatic duct stenting and pancreatitis rates were compared between the two groups. Pancreatitis, cholangitis, peritonitis and bleeding were reported in patients who received a 5fr geenen pancreatic stent following papillectomy. Complaint#4: 1 case of peritonitis following papillectomy and pancreatic duct stent placement.